Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery pocket site didn¿t fully heal and the ins was exposed on the left side. The physician then replaced the ins and moved implant to the other right side with existing lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.